Manufacturer narrative:
The electrode lot number and the expiration date were requested but not provided. The field service engineer inspected the analyzer and identified the ion-selective electrode (ise) contact maker caused the event. He replaced the contact and verified the analyzer was again performing according to specifications. The investigation determined the service actions resolved the issue.

Event description:
The initial reporter received a questionable na electrode result from one patient sample tested on the cobas integra 400 plus. The initial result from the analyzer was 124 mmol/l. The reporter questioned the result prompting the patient sample rerun. The repeat result from another cobas integra analyzer was 140 mmol/l.